Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the calibration was out at the zero reading and the 4-inch width plate had a gouge. The control bar was moved, the vespel and semi-circle bearings were replaced to tighten the torque on the thickness control lever, and the 4-inch width plate was replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was marked as broken, uneven grafting during testing.